Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion, fluid leaked at the connection site of the IV tubing and a t-connector. Upon inspection, a crack was found at the female-end of the t-connector tubing. There was no patient harm.